Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Customer was advised to remove the pump from its case and clean the pneumatic tap area, which initially did not show any issues. Reloading the same cartridge resolved the problem, and the customer successfully resumed insulin delivery.